Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working and had blank screen. Customer stated that he was in a car accident and he is in hospital with broken leg. Customer was advised to remove the battery and insert battery alarm did not display on the screen. Customer stopped troubleshooting. The insulin pump will not be returned for analysis.